Manufacturer narrative:
The device has been received. Device evaluation anticipated, but not yet begun. Maquet cardiopulmonary is aware of similar complaints for this product and an internal process ((B)(4)) was initiated to determine the most probable root-cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when additional information is received. Abbreviation mrb: material review board.

Event description:
It was reported there was leakage on the purge line. (B)(4).